Event description:
It was reported the pt experienced dyspareunia. Vaginal dilation under general anesthesia was performed on (B)(6) 2013. No additional pt complications were reported in relation to this event. Related to MFR report # 2183959-2013-01174.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.